Event description:
An endurant ii stent graft system was attempted to be implanted in a patient for the endovascular treatment of a greater 52 mm diameter abdominal aortic aneurysm. The aortic neck was 23 mm in diameter and 20 mm in length with no angulation. The vessels had moderate tortuousity and mild calcification. The patient had bilateral bare metal stents. It was reported that during insertion the delivery system was butting up against a previously implanted bare metal stent from another manufacturer that was implanted in the common iliac artery. The stent was unopposed to the vessel. After several attempts to advance the delivery system beyond the bare metal stent on the left side, the physician withdrew the delivery system to discover that the tip of the device was malformed. The physician stated they would rather not use this device again and another endurant device of the same size was successfully implanted. No clinical sequelae were reported and the patient is fine. The device was discarded by the user facility.

Manufacturer narrative:
(B)(4). Conclusion: device unable to advance past bare metal stent.